Manufacturer narrative:
Device has been evaluated and returned to the customer unrepaired per customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step related to the oxygen blending module board during testing.